Event description:
Per the clinic, the patient experienced no sound perception or even nerve stimulation with the device use and no response to nrt. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with transcutaneous osia implant system during the same surgery.

Manufacturer narrative:
Device analysis report attached.